Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received the following readings on his aviva ii meter. No adverse event reported. (B)(6). Hi, which on the system indicates a result in excess of 600 mg/dl at 2:53 am no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.